Event description:
It was reported that a new seller of loose cartridges was spotted on social media. They use the image of our load packaging and clearly display the ethicon branding. Additionally, the load's typography makes it clear at first glance that they are counterfeit reloads. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 05/06/2025. D4: batch #unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Investigation summary: this is an analysis of one photo submitted for evaluation. During the visual analysis, the following was observed: the photo showed a tyvek with product code gst60b, exp. Date: 2026-12-31. No lot tracing was performed, as the tyvek lot could not be seen because it was covered. However, this product was not authorized to be sold by social media. Therefore, this is a confirmed diversion. Additionally, there were significant differences observed between the suspect packages and the authentic packages/artwork. The analysis performed determined that the suspect package was not an authentic johnson & johnson product. Based on the photo reviewed, the counterfeit product and suspect diversion are confirmed. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 05/06/2025. The following information were inadvertently left out of the initial report. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Could you please provide the device lot#/batch#? 2. How was the product purchased? 3. Could you please confirm if the vendor is authorized by (B)(6). 4. Is there an indication of how the product was distributed? 5. Is there any indication of the source? 6. Based on the packaging, is there any indication of which market the original genuine product may have come from? 7. Was the device used on a patient? If so, was there any patient consequence? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.